Manufacturer narrative:
(B)(4). Eval, results: (restenosis of stented segment), (root cause of restenosis unk).

Event description:
During index procedure, 1 complete se stent was implanted in the right distal sfa. Approx 17 months post index procedure, partial in-stent re-stenosis and partial de novo stenosis was reported. A clinically driven target lesion/ target vessel revascularization was performed. Investigation reported a definite relationship to the study device and a possible relationship to the study procedure.